Event description:
It was reported that new monitors were recently installed. The customer reported that the spo2 measurement is lost intermittently. This signal returns when they restart the computer or reconnect the sensor. No adverse event to the patient or user was reported.

Manufacturer narrative:
E1 reporting institution phone #: (B)(4). E1 reporter phone #: (B)(6). A field service engineer (fse) went to the customer's site and tested the device and confirmed that all x3 monitors are working at the moment. The fse confirmed that the system meets the specification for the performed service and is returned to use. The fse spoke with both the ICU and rea departments, who confirmed that everything is working at this time. The cause of the reported issue is unable to be determined. The device remains in use at the customer's site.